Event description:
It was reported that the customer had a blood glucose level of 449 mg/dl. The customer stated she would treat herself with her insulin pump. The belt clip was ordered by the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.